Manufacturer narrative:
Accuracy testing was completed using retained kits of architect stat troponin-I assay lot 08888un13. An in-house panel was tested in replicates of six. Specifications were met as all results fell within the acceptance range of 0.22 to 0.42 ng/ml. Acceptable assay performance was demonstrated. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the current customer issue. The results of the present evaluation determined that there is not enough information to reasonably suggest a malfunction occurred. The discrepant result is for a discreet sample and repeat testing of the original sample produced acceptable results similar to a subsequent sample. No additional issues were identified. The assay is performing as expected. A product malfunction was not identified.

Event description:
The customer reported to an abbott field service engineer that a falsely elevated architect stat troponin-I assay result of 0.481 ng/ml was generated on an architect i2000sr analyzer and reported from the lab (lithium heparin sample type). The following day a new sample was drawn (sample identification of (B)(6)) and generated architect stat troponin-I assay results of 0.010, 0.012 and 0.021 ng/ml. The initial sample was retested two days later and generated a result of 0.009895 ng/ml. The customer uses a cut-off value of 0.25 ng/ml. All samples collected in lithium heparin. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).